Event description:
On (B)(6) 2013, the surgeon performed a left side si joint ifuse procedure on the patient placing three ifuse implants. The patient felt much better after the surgery. The patient returned with new complaints of pain in (B)(6) 2013. A CT scan revealed that the most caudal implant was not impacted deep enough across the si joint and was too proud on the ilium side. On (B)(6) 2013, the surgeon performed a revision surgery where he first added one additional ifuse implant anteriorly to the misplaced caudal implant, with a dorsal trajectory. He then advanced the originally misplaced implant across the si joint until it was approximately three millimeters proud of the ilium. The patient's condition is much improved after the revision surgery.

Manufacturer narrative:
Based on the information provided, review of surgeon training didactic, IFU, certificates of analysis and fmea, the most likely root cause is that the implant was not fully seated in the sacrum. Part numbers, lot numbers, manufacturing dates and expiration dates for the ifuse implants from the initial surgery on (B)(6) 2013: p/n 7045-100, lot# 8078003696004, manufactured 06/18/12, expires 2015-08; p/n 7050-100, lot# 8078003696005, manufactured 06/19/12, expires 2015-08; p/n 7055-100, lot# 8078003804010, manufactured 08/10/12, expires 2015-09.

Manufacturer narrative:
The patient had a recurrence of pain from the si joint. The surgeon thought that he saw lucency around the implants on CT scans and decided to remove them. In (B)(6) 2015, the surgeon performed a revision surgery and removed all of the implants. All of the implants were fixed solidly in bone and required heavy malleting to remove them. He then added a fusion cage without bone graft. Following the revision surgery, the surgeon was unsure if the CT scans were accurate based upon how solidly the implants were in the bone. The condition of the patient following the procedure is not yet known.